Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing bent event on (B)(6) 2024. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-00129), was submitted on 30-jan-2025. Upon receiving additional information, it was discovered that the event took place during the priming step. As a result, following the new details obtained on january 30, 2025, this case has been reclassified as non-reportable. Consequently, this medical device report (MDR) is being submitted to withdraw the previously filed MDR. B5: describe event of problem: on 23 jan 2025, it was clarified further that the issue reported was a damaged tubing. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.